Event description:
It was reported that during a routine follow-up, lead dislodgement was observed. Low sensing and high capture threshold were noted. The lead was explanted and replaced. The patients condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.